Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right sided tka on (B)(6) 2017 and during this procedure the surgeon utilized simplex g-hv bone cement to cement all the components. It is further alleged that on (B)(6) 2019 she underwent a right sided revision and the operative notes show that the tibial component was loose. Additional information have not been provided.